Manufacturer narrative:
Internal file number - (B)(4) evaluation summary: visual and functional inspections were performed on the returned device. The reported inflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respects to the design, manufacture or labeling of this device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.5 x 25 mm nc trek dilatation catheter was advanced to the target lesion. An attempt was made to inflate the dilatation catheter balloon using an unspecified inflation device; however, the balloon failed to inflate. The device was removed from the anatomy without difficulty and a second nc trek was used, with the same inflation device, and no issues were noted. There was no adverse patient effect and no clinically significant delay. No additional information was provided.